Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced severe pelvic pain, abdominal pain, extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia, acutely incarcerated vaginal hernia and bowel protruding into vagina per vaginal cuff dehiscence requiring laparoscopic reduction/repair of vaginal hernia, reduction of bowel hernia, vaginal closure of the cervical stump and peritoneal closure laparoscopically, and mesh erosion requiring removal surgery.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced incarcerated vaginal hernia, bowel/cloudy fluid within vaginal vault, fibrinopurulent exudate, bruised/incarcerated bowel, vaginal mesh erosion (erosion), blood loss, pelvic pressure, pain, mesh exposure, enterocele (prolapse), scars (scarring), palpable/visible mesh, adhesions, vaginal tear (vaginal mucosa damage), and required nonsurgical and additional surgical interventions.